Manufacturer narrative:
Correction: h6, g3.

Manufacturer narrative:
The reported event of a helix mechanism issue and the lead body twisted were confirmed while inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray examination found the helix was bent and severely overtorqued of the inner coil consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported events of a helix mechanism issue and the lead body twisted were isolated to the bent helix and over torqued inner coil in the connector region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited low capture thresholds at multiple sites, and the helix would not extend when trying to position it in the septal wall. When the lead was removed, it was noted the lead coil was twisted. The physician opted to replace the lead during the procedure. The patient was in stable condition.